Event description:
It was reported that the insulin pump alarmed button error and the insulin pump's screen is frozen. The blood glucose reading is 129 mg/dl. Customer removed the battery and the insulin pump is still frozen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. The insulin pump received with cracked case at display window corners, reservoir tube and scratched display window.